Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Report two of two for the same event; see also 3004485144-2016-00220.

Event description:
The sales associate reported the driver did not seem to fit in the crosslink screw. The doctor had attempted to final tighten the center screw of the medium polaris crosslink. It appeared to strip but upon further evaluation, the surgeon believed that the crosslink center set screw was a larger hex diameter than the diameter of the driver. The screw kept spinning and the doctor was unable to final tighten. They switched the plate and completed the case with no additional issues.